Manufacturer narrative:
The impella device was received from the customer and therefore,¿an evaluation of the device is underway. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 56-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. It was reported that the automated impella controller (aic) had a frozen screen, and the soft keys were not working. Troubleshooting was unsuccessful. The aic was exchanged. There was no harm to the patient.

Manufacturer narrative:
The investigation of automated impella controller (aic) ¿ kbd/rotary knob issues has been completed. The impella device was returned for evaluation. Data analysis: the logs were reviewed, and no relevant information was found in the logs. The console would not boot up so no logs were available from the reported complaint date/time, only from prior. Device analysis: the console was returned for further investigation. The reported complaint was reproduced. The reported complaint was determined to be the corruption of the compact flash cards installed in the epc. During testing, the compact flash cards were replaced with known-good compact flash cards, and the issue was resolved. Before returning the console to the customer, field service was instructed to replace the compact flash cards and to perform a software update. The reported complaint was determined to be the corruption of the compact flash cards installed in the epc. D2 revised common device name since the initial manufacturer device report number 1220648-2024-07771 was submitted in accordance with updated procedures. F6/f8-should have been left blank on the initial manufacturer device report number 1220648-2024-07771 in accordance with updated procedures. G1 reporting contact email revised on manufacturer device report 1220648-2024-07771 in accordance with updated procedures. G1 reporting contact fax number was inadvertently omitted on the initial manufacturer device report number 1220648-2024-07771.